Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving hydromorphone (15mg/ml at 5.496mg/day) and bupivacaine (20mg/ml at 7.327mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was noted that the patient was in the hospital overnight with symptoms of gastroenteritis and was given fluids and antibiotics. It was further specified that they ruled out appendicitis. While the patient was in the hospital they underwent a computerized axial tomographic (cat) scan, and their white blood cell (wbc) count was a little elevated. It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2017, and logs revealed short, expected motor stalls. On (B)(6) 2017, the patient was seen and the pump was filled and updated. On (B)(6) 2017, another motor stall occurred at 04:54 and recovered at 07:05. On (B)(6) 2017, another motor stall occurred at 00:45 and was noted to be active. On (B)(6) 2017, a pump period may exceed tube set message was noted. No additional patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-jan-08. It was reported that the motor stall associated with the MRI in (B)(6)2017 occurred on (B)(6)2017at 18:53 and recovered on the same date at 19:48. There was no known cause for the reported motor stalls in (B)(6)2017. To resolve the motor stalls in (B)(6)2017, the patient was given oral (po) dilaudid. It was noted that the pump was not being replaced at this time. The motor stalls in (B)(6)2017 had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported a motor stall occurred. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if diagnostics/troubleshooting was performed. The pump was replaced (B)(6) 2018 and will be returned to the manufacturer. The issue was resolved. Patient status was alive - no injury. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that a motor stall occurred. There was a sudden loss of therapy. The device was replaced. The patient recovered without sequela. Neither a rotor study nor dye study had been performed.